Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 53 mg/dl. Customer treatment for low blood glucose was food. Customer stated that there was air bubble in tubing and they tried to pushed air bubble out and insulin did not go inside body because they was disconnected. The device will not be returned for analysis.